Manufacturer narrative:
(B)(4).a correlation between the device and the reported gi bleeding could not be determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2010. It was reported that the patient was admitted with recurrent gastrointestinal bleeding with a hemoglobin level of 5.9 g/dl. The patient underwent an esophagogastroduodenoscopy and a single pinpoint subepithelial site of in the duodenum was found to be the source of active bleeding. The patient was treated with thermal therapy and a hemostatic clip was placed. It was reported that the patient responded appropriately to blood transfusions and was discharged with a stable hemoglobin level at 10.6 g/dl and mean arterial pressure of 60 mmhg. The patient was restarted on 1 mg of bumex daily and would no longer be taking aspirin. It was reported that the patient would be followed during monthly clinic visits for octreotide injections.